Manufacturer narrative:
Additional information: section d - explantation date; device available for evaluation; date returned to manufacturer. Section g - date received by manufacturer; type of report. Section h - evaluation codes. The cls was returned to saluda. The cls passed visual and functional testing. Communication with the device was successfully established at a distance of up to 1.5 meters. To simulate potential field conditions, the cls was exposed to an elevated temperature environment (38 degrees celsius), during which intermittent communication issue was observed. Further evaluation of the device¿s circuitry did not identify any evidence of mechanical damage or component soldering defects. The root cause of the reported connection issue cannot be definitively determined. The manufacturing records were reviewed and the product met all requirements for release.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported connection issue with their evoke closed loop stimulator (cls). Troubleshooting was performed, which confirmed that the cls was able to communicate with the charger but unable to connect with evoke patient controller (epc) and evoke clinical interface (ci). A revision procedure was performed to replace the cls and resolve the reported event. The patient reported that magnetic resonance imaging (MRI) was obtained for unrelated knee pain prior to the reported event. The MRI was confirmed to be completed in accordance with the manufacturer MRI guidance.